Event description:
In 2008, the pt reported that he pulled his insulin cartridge from his infusion device and the plunger became stuck to the piston rod. As a result insulin spilled into the cartridge compartment. The pt was educated on the proper technique for removing the insulin cartridge from the infusion device. No physiological effects were reported. The pt switched to his previous infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.